Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, incompatible scope error e315 occurred due to fluid on connector. The most probable cause for the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported an incompatible scope error e315 during inspection for use involving an olympus colonovideoscope. There was no patient involvement reported.